Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel/replace belt messages) has been confirmed. Upon investigation the electrode belt did not pass a therapy electrode recognition test. The cause for not passing was isolated to a damaged pulse wire in the trunk cable connecting to the dsitrubution node (dn) and the cable connecting the dn to the rear electrodes. The root cause for the damaged wire was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.